Manufacturer narrative:
On 2/14/2018 it is expected that the failure was contributed to by the implantation of a ibd without the use of supplemental fixation per the IFU. Product was used off label.

Event description:
The surgeon reported movement of the cage after surgery, with no adverse affects to the patient. All movement was seen days before in the fluoroscopy procedure.